Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient had poor environment/source of water which led to peritonitis. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and lot numbers not reported) for peritonitis. Two weeks after the onset of peritonitis, the antibiotics treatment was discontinued and the patient recovered from the peritonitis. At the time of this report, the pd therapy was ongoing. No additional information is available.